Event description:
It was reported that during use of this ablator, the device started to operate on its own and would not shut off. There was no report of injury or surgical delay with this event. The surgery was successfully completed using another ablator.

Manufacturer narrative:
Investigation findings: conmed linvatec received this device for eval and was unable to duplicate the reported problem. Further investigation found when tested on a test generator that the coagulation button functioned to spec; however, the cut button was non-functional. Upon disassembly, salt-like deposits were found inside the unit under the dome switches and on the pc board, which indicated a leak. A supplier corrective action has been initiated. A leak test is performed on all production units prior to packaging, and a change in cleaning process has been implemented for this device prior to bonding. This failure mode remains under investigation, and conmed linvatec continues to monitor this product for failures.